Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the emergency room after receiving an appropriate shock. The patient received inappropriate atp therapy that resulted in an acceleration of the patient's rhythm. Programming changes were made. The patient was stable.